Event description:
This is the fifth of 5 reports for two of the same device from one dental office. There are no patients or incident details as the assistant did not remember which patients were involved. Dealer rep. Called and said that this office returned these bottles because they are defective. She said that they had several patients return because there crowns came off after they used these bottles of ibondse. On (B)(6) 2013 the dental assistant called. She said that they have used the ibondse for a few years. She said that they have not had trouble with it before or since these incidences. She said that they had 4 or 5 patients that had the debonding between the two bottles. She said that they had opened both at about the same time and placed them in the two operatories. She said that they had this problem about 4 weeks ago and does not remember specifically which patients were involved. The technique used was described as, "prep tooth, rinse, air dry, apply bond, air dry again, light cure and place filling." She mentioned that the replacement they received was the new formula. Discussed that they would no longer have to store refrigerated or shake before dispensing. She did not know they were to shake before dispensing the old formula. Asked about the agitating the adhesive for 20 seconds before air drying and she said that they did this step too. They store the bottle in the refrigerator before first use and allow them to come to room temp before use. Asked when the debonding occurred. She said that the fillings immediately came out when they removed the matrix band and they had to start all over again. Asked what they used when replacing the fillings. She said that she thought they used a different bottle of ibondse. All of the patients are fine and did not have any trouble with the new fillings. (B)(4).